Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that during follow-up, the patient was found to have complications related to an unknown endoleak. The endoleak was difficult to identify on CT; however, there was no stent graft migration noted. The decision was made to bring the patient back at a later date to perform an angiogram which would aid in identifying the endoleak source. A cuff will be added in the event this is a type 1 endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Results - endoleak. Lack of information (aneurysm and vessel morphology are unknown, unknown cause of endoleak).